Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, delayed migration, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided. Literature citation: boger, l., fowler, b., west, d., & patel, t. (2019). An unexpected cause of bilateral periorbital oedema. Clinical and experimental dermatology, 781-783. Doi: 10.1111/ced.13829.

Event description:
This literature report from united states of america concerns a (B)(6)-year-old female patient. She was treated with hyaluronic acid into the midface years previously. The patient's medical history included asthma, allergies and bilateral upper lid blepharoplasty. The patient presented with a 1-year history of swelling around both eyes. The swelling was not pruritic, but the patient reported a foreign body sensation and intermittent tear production. She reported fatigue, stable wheezing and a nonproductive cough. Physical examination revealed bilateral periorbital oedema without erythema, greatest in the infraorbital region and on the left side. Investigation for thyroid abnormalities, angio-oedema, sarcoidosis and autoimmune conditions was negative. Computed tomography scan of the patient's orbits and chest did not reveal any underlying neoplasm. The edema worsened despite therapy with dexamethasone ointment followed by oral prednisone taper starting at 40 mg for 2 weeks and antihistamines. Thus, subtotal excisional biopsy of the left infraorbital region was performed. Histopathological examination revealed fibroadipose tissue with amorphous basophilic foreign material, which stained with colloidal iron. No associated granulomatous inflammation was seen. A diagnosis of delayed migration of hyaluronic acid filler was made. The outcome of the events was not reported. In the opinion of the authors, the patient's blepharoplasty may have also affected lymphatic drainage in the periorbital region, contributing to her edema. Ascertaining a history of filler injection may prevent both an extensive medical investigation and potentially unnecessary invasive procedures, as simple administration of hyaluronidase with or without adjunctive surgical debulking has been successfully used in instances of hyaluronic acid migration. Follow-up information was received on 26-mar-2020: the author informed that the patient did not remember with which product she was treated, and therefore was not able to confirm if a company product was used.